Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing planned/non - emergency treatment. The procedure was completed as the staff was able to complete the procedure with limited sid movement. It was reported to philips that geometry pc not communicating with the system, no geo movements. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that table was difficult to move and they are not able to move the detector sid. The philips field service engineer (fse) visited onsite and found system indicating bodyguard error resulting in loss of geometry. The customer also stated that they made sure no objects were near bodyguard during movement, but the issue persisted and geometry was also lost during swivel movement. To resolve the issue fse performed bodyguard sensor adjustment as well as multiple frontal stand position and current adjustments and swivel adjustments. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure that the geometry pc is not communicating with the system, no geo movements. The procedure was completed as planned without a delay as the staff was able to complete the procedure with limited sid movement, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry computer was not communicating with the system, preventing geometry movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.